Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mmx8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.

Event description:
It was reported that balloon rupture occurred. The 85% stenosed target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 2.50mmx8mm nc emerge balloon catheter was advanced for dilatation. However, during inflation at rated burst pressure, the balloon burst. The procedure was completed with another of the same device. No patient complications were reported, and the patient condition was good post procedure.

Manufacturer narrative:
Device evaluated by MFR: nc emerge mr, ous 2.50mm x 8mm catheter was returned for analysis. A visual and tactile examination of the hypotube found multiple kinks along the shaft. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues. A detailed microscopic examination of the balloon material identified a 2mm tear over distal markerband. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. A leakage testing was performed wherein the device was attached to an encore inflation unit. The encore device was verified before use using the druck gauge. A tear was observed in the balloon material over the distal markerband during inflation to the rated burst pressure (rbp) of 20 atmospheres. No other device issues were identified during returned product analysis.